Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a routine supply change the user¿s connector would not twist into the ilet, and the issue resolved when a new connector from the same lot was used; the user stated no other connectors had presented issues and proceeded successfully with a fresh connector from another box. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included product-use troubleshooting by replacing the suspect connector with a new connector to assess fit and function. Investigation of this case revealed that the initial connector did not engage mechanically with the device while the replacement engaged as expected, consistent with an isolated connector fit or tolerance issue in the disposable component without impact to the ilet pump function. It was concluded, based on previously established findings for similar reports, that the cause was a component manufacturing or dimensional variation leading to difficulty attaching the connector.